Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that their doctor them that the insulin pump was not working. There was an issue with the sensitivity and the insulin pump was not bolusing correctly. Customer's blood glucose level was 457 mg/dl. The customer had not bolused for lunch. The customer was trying to bolus. The high pressure test passed. The device was not returned.